Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed out and it was found on interrogation that the cardiac resynchronization therapy pacemaker (crt-p) had a full power on reset (por). It was also noted that the patient was exposed to a full body computerized tomography (CT)scan. Device parameters were changed to vvi 65 due to the por. Noise was also recorded on the atrial lead prior to the por. The noise could not be replicated. The device and lead remain in use. No further patient complications have been reported as a result of this event.